Event description:
It was reported that the bladder of a small volume infusor ruptured. The ruptured bladder did not detach from the assembly and was not in the footed position. This occurred during filling with an unknown drug using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured on may 6, 2014 ¿ may 7, 2014. Evaluation summary: the actual device was evaluated. Visual inspection of the device revealed a ruptured bladder. Microscopic testing was performed and revealed markings on the exterior near the bladder rupture line. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.